Event description:
It was reported that the left ventricular (lv) lead was accidentally cut by the physician during implant. The attempted lead was replaced, and the procedure completed with no serious injuries or adverse patient effects.

Event description:
It was reported that the left ventricular (lv) lead was accidentally cut by the physician during implant. The attempted lead was replaced, and the procedure completed with no serious injuries or adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed multiple cuts in the insulation. This type of damage is consistent with the described implant damage. The lead was returned intact and in its entirety. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.